Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgment. A new lead was implanted. This lv lead was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.